Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The initial results were reported outside of the laboratory where they were questioned. The sample was repeated on the e801 module and the results were questioned as they did not correspond to the patient¿s clinical condition. The sample was repeated on an e801 module at a different hospital, a siemens centaur analyzer, a beckman au analyzer and a mandary cl6000 analyzer where discrepant results were identified for elecsys t4 (t4), t3, ft3 and ft4. The results from the siemens method were believed to be correct. This medwatch will cover ft3. Refer to medwatch with a1 patient identifier pt-68901 for information on the t4 results, medwatch with a1 patient identifier pt-68902 for information on the t3 results and medwatch with a1 patient identifier pt-68904 for information on the ft4 results. Refer to the attachment for the patient results. The cobas 8000 core unit serial number was 21z3-06. Neither the customer¿s e801 module serial number or the serial number for the other hospital¿s e801 module were provided.

Manufacturer narrative:
The sample was no longer available for investigation. As the sample was no longer available, the cause of the event could not be determined. The investigation did not identify a product problem.